Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: (B)(4). Follow-up revealed the patient's issue resolved over time.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-04013. It was reported the patient began to experience numbness and pain in their left foot and leg a day after being implanted with drg trial leads. In turn, on (B)(6) 2020, the patient's trial leads were removed. The patient was prescribed steroids and their symptoms have improved.